Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device was not working and the patient wanted it removed. The caller indicated that the patient's managing hcp would not remove the system so it was still implanted at the time of the call. The reporting hcp stated that the patient's device makes the patient"go to the bathroom more" and overstimulates the patient. The caller indicated that this issue started no long after implant. Patient status is unknown at the time or this report. The reported issues were not reported to have been sudden in nature. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.